Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the meniscus was cut while cinching the suture. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair surgery, a cut occurred through the meniscus while it was cinching. A backup device was available to complete the procedure with no significant delay.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes. No suture or ts remain on the delivery needle or were returned. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. An exact root cause cannot be determined with confidence for the reported complaint ; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation of the device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair surgery, the meniscus was cut while it was cinching. A backup device was available to complete the procedure with no significant delay.